Manufacturer narrative:
(B)(4): the previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to various worn components and bearing corrosion from immersion during cleaning. This was further defined as misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device lost power. According to the report, the user tried using a different battery device, but the device still did not work. There were no delays to the surgical procedure as an identical spare device was available for use. There was no human involvement in this event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.